Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the yellow wire in the inductive coil was damaged, and the inductive had a foreign substance/debris, causing the joystick not to turn off.

Event description:
Won't turn off.